Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to glucose meter values on (B)(6) 2014. At the time of the call with dexcom technical support, patient did not report any medical intervention or injuries.